Event description:
It was reported that during a graft procedure, the dermatome blade produced a jagged cut. It was reported that the graft was not able to be utilized and a second graft was required to be harvested from the pt.

Manufacturer narrative:
The device has not yet been received by the manufacturer for evaluation. A f/u MDR will be submitted when the device evaluation is complete.